Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sponge fell off from the minicap. This was identified before use of device for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction made to f10/h6: component codes: replace g04070 with g04020 additional information: h6, h11. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection with the naked eye noted a sponge fully separated from the cap. The reported condition was verified. The cause of the condition is due to mishandling during transport. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.